Event description:
It was reported that (1) tim20 and (1) tir20 device were used during a prostatectomy procedure. It was reported by the rep that the tim20 worked fine. However upon reloading with additional reloads (tir20), the applier would not consistently feed clips. Reloaded two additional times and finished the case. There was no consequence to the pt.